Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had unit exceeded pressure of 12.7 psi while performing patient side occlusion section of pm procedure. Consistently was reading over 14.25 psi on two different testing devices (pronk flowtrax ft-2 & fluke ida 4 plus) this unit is under warranty.. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had unit exceeded pressure of 12.7 psi while performing patient side occlusion section of pm procedure. Consistently was reading over 14.25 psi on two different testing devices (pronk flowtrax ft-2 & fluke ida 4 plus) this unit is under warranty.. There was no patient involvement.